Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The exact date of explantation was not provided. Therefore, the explant date was defaulted to the 1st of the month the device was received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with an unspecified mentor gel breast prosthesis and experienced rupture on the left side. Rupture was confirmed by mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: upon receipt the device contained yellow fluid/gel. White material was observed within the device and gel was observed on the shell surface. The device is severely rented. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. The complaint was confirmed since a rupture was found on the device. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. At this time is not possible to determine the origin of the white material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Pain was also reported, most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).